Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after a cartridge change, observed insulin leaking from the cartridge, disconnected the pump tubing, and administered subcutaneous insulin by pen per a ketone action plan; the reported device problem involved leakage associated with the reservoir component. Symptoms included elevated blood glucose around 370 mg/dl with large ketones. Outcomes included no lasting health consequences or impact. Investigation included communication and interviews with the user, analysis of information provided by the user and caregiver, and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. The connector was found to have been installed at an angle near the edge of the cartridge septum; however, no leak was able to be reproduced. The complaint was not confirmed.